Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported their lancing device is difficult to "arm" and could not check their blood glucose level. Additionally, on the morning of (B)(6) 2019, the customer woke up with chest pain and numbness to her hands and feet. The husband called 911 and transferred the customer to the urgent care where her vital signs were taken by the hcp and were rushed to the hospital. The customer was given 4 tablets of aspirin (dose unknown) sublingually. Upon arrival to the hospital, the customer had blood work checked along with an EKG, CT scan, chest and abdominal ultrasound. The hcp administered 4mg morphine, IV sodium chloride 0.9% 1000ml, and insulin (dose unknown.) The customer was given an additional 2 mg of morphine during her hospitalization. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(6) (the manufacturer of the freestyle ii lancing device) investigated this issue and determined that the damage associated by cracking the body of the device along the seam line and dislodging the central connection is likely attributed to the user attempting to snap open the device at the join line, instead of the cap, causing the reported failure mode. This issue is not confirmed due to use.

Event description:
A customer reported their lancing device is difficult to "arm" and could not check their blood glucose level. Additionally, on the morning of (B)(6) 2019, the customer woke up with chest pain and numbness to her hands and feet. The husband called 911 and transferred the customer to the urgent care where her vital signs were taken by the hcp and were rushed to the hospital. The customer was given 4 tablets of aspirin (dose unknown) sublingually. Upon arrival to the hospital, the customer had blood work checked along with an EKG, CT scan, chest and abdominal ultrasound. The hcp administered 4mg morphine, IV sodium chloride 0.9% 1000ml, and insulin (dose unknown.) The customer was given an additional 2 mg of morphine during her hospitalization. There was no report of death or permanent injury associated with this event.